Event description:
It was reported that this patient with a subcutaneous implantable cardioverter-defibrillator (s-ICD) system received one inappropriate shock while reading a newspaper. Prior to the event, the patient was undergoing dialysis treatment. Technical services (ts) reviewed the available device data and determined that the inappropriate shock was due to a change in signal morphology. Ts suspected the underlying rhythm may have been slow ventricular tachycardia (vt). Due to the low signal amplitude, the device was unable to reliably discriminate the rhythm. Ts recommended assessment of the patient's underlying clinical condition and evaluation of alternative sensing vectors to determine whether the issue could be reproduced. At this time, the device remains in service. No adverse patient effects were reported.